Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the during the implant procedure of the left ventricular (lv) lead placement followed by left bundle branch area pacing (lbbap) and atrial lead. During the process of removing the lv lead guidewire, strong resistance was felt. Further pulling revealed that the guidewire tip remain stationary and stretched, positioned about three centimeters before the forth pole of the lvlead. Additional pulling caused the guidewire to break, leaving a fragment in the lead wire lumen. The lv lead was replaced with another in the same position. The procedure was concluded. A few hours later the an electrocardiogram (ECG) changes and the chest x-ray confirmed that the atrial lead was dislodged. A reoperation was performed and the ra lead was refixed. The lv lead was replace, the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 (annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.